Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician experienced difficulty when placing the pacing lead due to difficulty extending and retracting the helix. The lead was explanted and the procedure was completed with a new lead. No patient complications have been reported as a result of this event.